Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited possible noise from myopotential. Further review revealed that crosstalk was also noted. The issues were not reproducible. The device was reprogrammed. Patient was in great condition.